Manufacturer narrative:
Concomitant medical products: 6935-58 lead, implanted: (B)(6) 2017, 6944-65 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection, and not replaced. No further patient complications have been reported as a result of this event.